Event description:
The customer's mother reported on (B)(6) 2014 her daughter's blood glucose. There were no carbohydrate counts or insulin dosages provided. At 9:20 am the pod was removed and she believes the cannula had slipped out of the infusion site. She also stated the cannula looks flat and it was pointing upward. She was able to activate a new pod.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance.